Event description:
Complainant alleged that a cable connecting the electrodes to the one-step CPR electrode pads became dislodged. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.